Event description:
A surgeon reported that during lasik surgery, while creating the flap for the right eye, the surgeon cut a tissue overgrowth which resulted in a hemorrhage. The overgrowth was preexistent and was located near the iris. The surgeon cut as inferiorly as possible in order to avoid cutting the overgrowth, yet it was still but by the laser. The bleeding was controlled and the procedure was successfully completed. The pt was reported to be doing well postoperatively. No further information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).